Event description:
It was reported that "upon removal of the guide wire, first half of the wire came out of the artery. String wire remained patient and had to removed separately from guide wire." The patient required more artline insertion attempts and imaging to check for fragments remaining in the arm. There was no medical intervention required. It is believed all components were removed completely. Further clarification provided states "the wire was not separated, the wire stretched out into a long thin wire". The patient was not affected long term by the event.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheterization device. Signs of use in the form of biological material were observed inside the guide wire tubing and needle hub. Visual analysis revealed that the guide wire was fully advanced through the needle and was unraveled. The catheter was also fully deployed off the cannula, which resulted in the red needle protection cap to activate over the needle bevel. Microscopic examination confirmed that the guide wire separated 16mm from the distal weld. The distal weld appeared full and spherical. Functional testing of the sample revealed that the guide wire was unable to be retracted back through the cannula. The point of separation on the core wire measured 16mm from the distal weld. The guide wire total length measured 5 1/4" , which is within the specification limits of 5 5/32"-5 11/32" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula outer diameter measured 0.71mm, which is within the specification limits of 0.71mm-0.72mm per the cannula product drawing. The cannula inner diameter could not be accurately measured as the guide wire could not be retracted. Functional testing could not be performed due to the nature of the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of an unraveled guide wire was confirmed through analysis of the returned sample. Visual analysis revealed that the guide wire was completely deployed through the needle and was unraveled. The catheter was also deployed off the cannula, which resulted in the sharps protection cap to activate over the bevel. Due to the condition of the returned sample, the guide wire was unable to be retracted back into the needle cannula. Despite this, the returned sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon removal of the guide wire, first half of the wire came out of the artery. String wire remained patient and had to removed separately from guide wire." The patient required more artline insertion attempts and imaging to check for fragments remaining in the arm. There was no medical intervention required. It is believed all components were removed completely. Further clarification provided states "the wire was not separated, the wire stretched out into a long thin wire". The patient was not affected long term by the event.